Manufacturer narrative:
Phone and fax of user facility: (B)(6).

Event description:
Information was received indicating that a smiths medical pump could be switched on but a few seconds later the pump switches off without being able to view the home screen. It was impossible to administer the analgesic treatment for the patient and a change of pump was necessary. There were no reported adverse events.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing: this showed the device met with specifications. No power loss occurred during testing. The reported issue was not confirmed.